Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's controller showed incorrect positions and therefore assigning incorrect intensity settings based on position. The device would show upright when the patient was laying down and therefore the assigned intensity which was too high when he was laying down causing shocking sensation. The hcp stated the patient did gain a little weight but not to the point where he can tell. Hcp stated this happened previously and he reoriented the patient. It was reported that they resolved it the first time but now it was happening again. No falls/trauma related. No further complications were reported/anticipated.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's controller showed incorrect positions and therefore assigning incorrect intensity settings based on position. The device would show upright when the patient was laying down and therefore the assigned intensity which was too high when he was laying down causing shocking sensation. The manufacturer's representative (rep) stated the patient did gain a little weight but not to the point where he can tell. Rep stated this happened previously and he reoriented the patient. It was reported that they resolved it the first time but now it was happening again. Rep stated he could not establish as for patient and that he set it up 3 times and it wasn't working for him. No falls/trauma related. No further complications were reported/anticipated.

Manufacturer narrative:
Event: additional information was added as well as a correction to reflect the most accurate information. Section e: a correction was made to the initial reporter. The company representative was confirmed to be the initial reportable per additional information that was received. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.